Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose of 490mg/dl and 499mg/dl which was treated with bolus. Customer also reports that insulin pump was alarmed for no delivery during basal or bolus or fixed prime. Customer states the insulin exited. Customer declined troubleshoot for high blood glucose. Product will not be return for analysis.